Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose and user alleged the insulin pump was over delivering insulin. The customer was using the insulin pump within 48 hours of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Blood glucose level was 45 mg/dl. The insulin pump will not be returned for analysis.